Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to broken helix when trying to reposition 6 times and bent at 90 degrees angle upon trying to remove this brady lead with lead body rotations. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to broken helix when trying to reposition 6 times and bent at 90 degrees angle upon trying to remove this brady lead with lead body rotations. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the additional MFR narrative field (h11) in section h, device manufacturers only. This lead has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position/reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to broken helix when trying to reposition 6 times and bent at 90 degrees angle upon trying to remove this brady lead with lead body rotations. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to broken helix when trying to reposition 6 times and bent at 90 degrees angle upon trying to remove this brady lead with lead body rotations. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.